Manufacturer narrative:
On (B)(6) 2020, mentor completed the investigation based on the photos provided of the suspect medical device. Device photos evaluation summary: according to the information provided, the patient experienced a rupture on the breast implant. Upon visual inspection of the images, the implant was observed to be ruptured. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. All mentor product is 100% visual inspected prior to release, the information you provided is compiled monitored and reviewed by upper management on a routine basis for any associated trends. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a breast augmentation primary with unknown mentor gel breast implants has experienced postoperative bilateral rupture, confirmed by a physician. As a result, the patient underwent explantation on (B)(6) 2020. Implantation date was estimated based on available information. If additional information is received, a supplemental report will be submitted as applicable. This medwatch report is for implant 2 of 2.